Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 103 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump was received with a33 alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to faulty fsr (tin).unable to perform occlusion test due to a33 alarm. Unit had broken reservoir tube lip, minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked belt clip slot at battery tube threads area.